Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was displayed as high; cause was due to battery depleting quickly resulting in the pump shutting off. Customer administered manual injection to address bg level. During troubleshooting with technical support, battery depletes at a normal percentage per 24-hour period, the malfunction alarm was cleared, and insulin delivery was resumed successfully.